Manufacturer narrative:
The pump passed displacement test, self-test, off no power test, rewind and basic occlusion test. There was no motor error alarm noted during testing. The pump was unable to prime during prime test due to moisture damage on the force sensor resistor. The motor was tested outside of the device and passed. The occlusion test and excessive no delivery test were unable to be performed due to prime fill anomaly. All operating currents are within specification. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window, cracked reservoir tube window and cracked reservoir tube.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states there are cracks on the pump screen. The customer states they had received multiple motor error alarms. The customer's blood glucose level at the time of incident was over 300mg/dl.